Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of an ablation procedure for atrial fibrillation, the irrigation of the catheter was not sufficient during high flow rate (60 ml) to purge the catheter and tubing. The staff double checked there was a proper connection, but irrigation at distal tip of catheter still not sufficient. No error codes occurred. The device was never inserted into the patient, therefore no patient complications occurred. The catheter was replaced with another of the same type and the procedure was successfully completed. The catheter was disposed of and will not be returned for analysis.